Manufacturer narrative:
Additional information received on 03/25/2025, stating that there was no patient involvement, no patient harm.

Manufacturer narrative:
Received one device visual inspection found a non-OEM top case and misaligned plunger. Bootup produced system failure: supercap post. V1.1.2 firmware installed. Alarm history has several events logged for system failure: supercap post and base not responding. Updated firmware to v1.6.5 but supercap post error persists. Additional investigation found a wrong screw was used for battery cover, missing tamper seals, barrel clamp guide and clutch carriage are cracked and the wires for the pressure sensor are damaged. Replaced main pcb, barrel clamp guide, clutch carriage, battery cover screw and pressure sensor. Pump boots up without error. Recalibrated all sensors and loaded standard 1a12 configuration. Device passes all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported that there was a super cap error , there is unknown patient involvement.